Event description:
It was reported that the customer experienced alarm 2 followed by alarm 26, along with an occlusion event earlier in the day. The customer¿s blood glucose level reached 498 mg/dl, which prompted the customer to call paramedics for support. To resolve the issue, the customer changed the infusion set and cartridge and resumed insulin administration, with no need for further assistance as no recurring occlusion issues were reported.